Event description:
Physician removed and replaced the device 6 months postop due to his observation of a cloudy optic on the implanted iol. Batch records were reviewed and showed no deviations. A review of the historical comlaint database revealed no similar reports for this batch were received. Device has not been returned to the manufacturer for analysis.